Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle would not retract completely the following information was provided by the initial reporter: "I purchased a box of your insyte autoguard 20 gauge IV catheters. I had one of the needles not retract completely after depressing the button."

Manufacturer narrative:
H6: investigation summary; our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received three sealed 20ga x 1.00in insyte autoguard units from lot number 1294856. Additionally, one photo was added that did show there was a needle retraction failure. The units received were still in package and after opening and attempting to retract the need, the needle retracted successfully. Consequently, the complaint is confirmed through the photograph, but no additional insight into the root cause was available through evaluation of the returned physical samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle would not retract completely. The following information was provided by the initial reporter: "I purchased a box of your insyte autoguard 20 gauge IV catheters. I had one of the needles not retract completely after depressing the button."